Event description:
The hcp reported, the patient fell in 2005 and was suffered a broken jaw as a result. The patient was admitted to the hospital and oral surgery was required. The patient was released from the hospital two days later with bruising around the face and neck area. The hcp prescribed clindamycin 300 mg and tramadol for pain. The patient was instructed to follow-up with the oral surgeon every week for six weeks, and the primary care physician for stitch removal. Four days later, the patient was lightheaded and orthostatic during a clinic follow up visit. Lab work was ordered and the patient was sent to the hospital for further cardiac assessment. The patient was diagnosed with orthostatic hypotension and discharged from the hospital after three days. The hcp ordered discontinuation of mirapex and flomax, and prescribed flourinet 0.1 mg. The patient was in stable condition; the event was resolved. At the time of the fall, the patient was taking sinemet, mirapex, finesteride, oxybutynin, tamulosin, comtan, loratadine and tramadol. At the follow-up visit the patient was taking flomax, finesteride, ddvap, sinemet, comtan, mirapex, prozac, clindamycin and tramadol.